Event description:
Reportedly, there was a problem with utilization of the device with infant/child reduced energy defibrillation electrodes. It was reported the electrodes would not connect to the device. It was later determined that the device operator had attempted to use the electrodes with a quik-combo defibrillation cable. This cable is not designed for use with the electrodes. An als crew arrived on scene and connected their lifepak 12 defibrillator/monitor series to the patient. The device was used to administer therapy to the patient. The patient was delivered to the hospital with pulse and pressure.